Manufacturer narrative:
No sample was received for examination. The responsible quality department has performed an investigation of a reference sample of the respective lot in attempt to identify any malfunctions related to leakage, bent or kinked or crimped soft cannula, and pain by insertion. The reference samples were visually inspected and tested for click, flow and leak. All test results were within specifications. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported he's experienced pain during bolus delivery for 7-9 days and the last 3 infusion sets have leaked insulin. His infusion sites are located on hip area and abdomen. He noticed the leak when his infusion site became wet. He does hear an audible click when the tube is connected to the headset, and an insertion device is used to insert the headset. He has no known scar tissue or bruising in the site area. He believes the leak is due to poor absorption but also reported 1 infusion cannula was bent. Patient was sent a different type of infusion set, and the alleged infusion sets were requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.